Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Details: it was reported that following insertion the patient experienced urinary leakage, vaginal pressure, urgency, frequency, and incomplete bladder emptying. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, recurrence and vaginal scarring. It was reported that patient underwent perineal plasty/labiaplasty on (B)(6) 2015 by dr. (B)(6) due to incontinence.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. Concomitantly the patient underwent a hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following implantation the patient experienced recurrence of pain, urinary and bowel problems, bleeding, and dyspareunia. The patient underwent vaginal mesh resection with vaginal repair on (B)(6) 2009 due to mesh erosion. (B)(4) - urinary and bowel problems. Dyspareunia.